Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The root cause could not be determined. Upon the visual inspection it was found that the upstream occlusion(uso) seal was buckling. The uso was replaced.

Event description:
The device was returned for battery compartment damaged. During physical inspection, it was found that there was a buckling upstream occlusion (uso) seal.